Manufacturer narrative:
Result: faulty brake crank assembly.

Event description:
It was reported by service report that the brakes were not engaging. No pt involvement or adverse consequences were reported.